Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the software reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the images were not saving to the hard drive. No report of pt injury.